Event description:
Pt called lfs alleging that the sure step enhanced meter was prompting an "error 2" message. The probable causes of an "error 2" message would be; not enough blood being applied to the strip, or the test strips were altered, exposed to air, or has passed its expiration date. Pt had not been checking to make sure enough blood was on the confirmation dot. The customer service rep walked pt through re-testing and the meter prompted an "error 2" message. The pt described that the confirmation dot color did not match the color chart on the vial of test strips. Pt also mentioned that the confirmation dot took a long time to turn blue. The pt at one time contacted a medical professional for advice and was tested on a physician's meter. A result of "130 mg/dl" was obtained. There was no evidence of treatment being administered. Pt's test strip and control solution were replaced. The pt neither alleged harm or experienced injury or medical intervention. Based on the info supplied by the pt, the event meets the criteria for a medical device reportable. The meter prompted the "error 2" message, even after the retest.